Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction and heroin overdose was implanted with an impella cp device for mechanical circulatory support. During support it was noted that the patient went into pulseless electrical activity (pea) and was unable to achieve restoration of spontaneous circulation (rosc) after several minutes of coding. The patient expired on support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome. The patient's peri-procedural condition was critical.